Event description:
Sterile dressing applied. Both pieces of the PICC were saved and given to the nurse educator. The physician was also notified of the incident. No harm to the infant. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).the infant had a central PICC that was in his right leg. The dressing was intact and occlusive. I went to do his assessment and found the catheter separated below the hub at that time. There was no blood from the catheter noted. It had separated below the hub from the catheter. The entire catheter was removed using forceps (sterile) and a

Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report when sample is received.